Event description:
It was reported that post a hemodialysis procedure, a blade partially detached. Vascular access was obtained in the upper right arm. The 90% stenosed lesion was located in a mildly tortuous vein shunt. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) catheter and dilated the lesion. The balloon was fully deflated and the device was removed from the patient. No resistance was noted. After removal of the device the physician noted one of the blade pads and blade were partially separated from the balloon material. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that post a hemodialysis procedure, a blade partially detached. Vascular access was obtained in the upper right arm. The 90% stenosed lesion was located in a mildly tortuous vein shunt. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) catheter and dilated the lesion. The balloon was fully deflated and the device was removed from the patient. No resistance was noted. After removal of the device the physician noted one of the blade pads and blade were partially separated from the balloon material. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the peripheral cutting balloon was returned and had evidence of being inflated. Visual examination revealed the shaft was stretched for 89mm from the proximal bond. The shaft was kinked in two locations, 43mm and 68mm from the proximal bond. Microscopic examination identified a 16mm section of one blade and pad detached at the proximal end of the balloon. The balloon material was damaged where the blade was detached. The proximal tip of the pad remained bonded to the balloon surface. The other three blades were fully bonded to the balloon surface with no damage noted. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)